Event description:
It was reported that when placed to charge in a battery charger, the slot would light up red after a few seconds and the message showed a telephone and code ¿(B)(6)¿. The battery was replaced, which fixed the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a (B)(6) error code was confirmed during evaluation of the returned 14v li-ion battery. The returned 14v battery, serial number (B)(6), was inserted into a known working test universal battery charger (ubc) and initially accepted charging, however, a red light illuminated and the error code (B)(6), indicating a cell imbalance issue, activated. The battery was inserted into a known working 14v li-ion battery clip and connected to a system controller and mock circulatory loop. Despite the (B)(6) error code, the battery supported the system without any issues. The battery was manipulated while inside the clip and no atypical alarms or issues were produced. The battery was opened, and the main printed circuit board (pcb) was visually inspected and damage to the integrated circuit (ic) chip, u22, was revealed. The ic inputs and battery cell charges were measured to be in the expected range; however, the ic was not outputting signals correlating to the charge levels of cell 2 and 3, resulting in a cell imbalance signal. The provided information indicated exchanging the battery resolved the alarm. The root cause of the (B)(6) error code was determined to be due to damage to ic chip, u22; however, root cause for the damage to the component was not conclusively determined through this analysis. The device history record was reviewed for the 14v li-ion battery, serial number (B)(6). The battery was inspected and accepted into storage on (B)(6)2023. The heartmate 14 volt li-ion battery instructions for use was available for use at the time of the event and explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to properly calibrate the 14v batteries, how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the 14v batteries. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.